Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 the customer indicated to a field service engineer over-the-phone that the pressure was up at 12 mpa (ideal pressure is ~6-9 mpa) and the retention time was up and down, not in normal range. The customer had replaced the column and filter the prior week. The customer was instructed to verify whether the filer was placed correctly, and then remove the tubing from the left side of the column to see if the pressure would drop, which did not. Then the customer was instructed to remove the tubing from the right side of the column and the pressure dropped to 0 mpa. The customer was advised to replace the column, do normal start-up, and check the pressure. A follow-up call with the customer confirmed that the pressure was around 8 mpa and retention time was averaging 0.59 minutes after replacement of the column. Patient samples were running fine as well. A 13-month complaint history review for serial number (B)(4) found no other similar complaints during this time period. The g8 operator's manual under section chapter 2 indicates that ~6-9 mpa is the ideal pressure, however, every instrument is slightly different and the combination of different columns with different instruments may sometimes show a slightly higher or lower pressure than the ideal 6-9 mpa. Some judgment may be necessary. On the column inspection report is a pressure specification, i.e., 5.1 mpa. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. The reported issue was attributed to the column, which was causing high pressure and unstable retention times.

Event description:
On (B)(6) 2017, a customer reported high pressure and a p-hv3 peak while running a patient sample. The customer adjusted the flow rate and the retention time dropped to 0.56 minutes, which was below the recommended range of 0.57-0.61 minutes. The customer changed the flow rate three (3) times in attempts to resolve the issue, but the retention time did not stabilize. On (B)(6) 2017, a field service engineer (fse) contacted the customer over-the-phone to address the reported event, which resulted in delay in reporting of patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.